Event description:
On (B)(4) 2010, a field corrective action (fca) associate contacted the customer to follow-up on the "urgent product recall letter dated january 12, 2010." During the call, the caregiver (cg) reported that the home patient was admitted to the hospital on (B)(6) 2010 with stomach pain. The specific onset date of the stomach pain in 2010 was not reported. The patient was diagnosed with a bowel perforation and on (B)(6) 2010, the patient's pd (peritoneal dialysis) catheter was removed and dianeal therapy was withdrawn. In (B)(6) 2010, the patient developed peritonitis due to the bowel perforation. An effluent analysis and culture were performed. The results of the analysis were unknown and the culture revealed an enteric organism. The patient began hemodialysis. On (B)(6) 2010, during hospitalization, the patient died due to sepsis. It was not reported if an autopsy was performed. It was not reported if the bowel perforation, stomach pain, and peritonitis with culture positive for enteric organism were ongoing at the time of the patient's death. The nurse believed the bowel perforation, peritonitis with culture positive for enteric organism, and fatal sepsis were unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the stomach pain. No additional information is anticipated.

Manufacturer narrative:
(B)(4). Device not returned - no evaluation will be performed